Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 3.5x23mm xience xpedition stent was implanted in the proximal left anterior descending (lad) coronary artery lesion without reported issues. On (B)(6) 2018, the patient was hospitalized for chest tightness lasting for a month. Coronary imaging was performed with mild-moderate stenosis in the posterior descending of the right coronary artery. There was slight stenosis in the proximal part of the stent with no obvious stenosis in the stent. Moderate stenosis was in the mid lad and moderate stenosis was at the first diagonal branch opening and proximal circumflex. As treatment, secondary prevention (medications and dietary guidance) was provided. On (B)(6) 2018, the patient was discharged home. Per physician, the events were not related to the device. No additional information was provided regarding this issue.